Manufacturer narrative:
Exemption number e2019001. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report during the procedure, after implantation of the clip tissue damage was noted. It was reported that the mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was implanted a2/p2 lateral, a residual jet remained on lateral side of the clip. A second clip was implanted with residual lateral jet in a2/p2. A third cds was advanced to the mitral valve and grasping was performed with difficulty and mr increased. The clip was implanted at a2/p2 lateral edge, almost a1/p1 but mr was remained severe. Echocardiogram recognized prolapse [tissue damage] in p1 during placement of the third clip. Three clips implanted with mr grade of 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided a conclusive cause for the reported difficult or delayed positioning cannot be determined. The reported tissue damage is the result of procedural conditions. The reported unchanged mitral regurgitation (mr) is a result of the tissue damage. The reported patient effects of tissue damage and unchanged mr as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.